Event description:
Consumer had initially called for training on how to use the lancing device. Wife is calling on behalf of the customer. During the call, a blood test was performed by the customer and produced test result of 439 mg/dl using true metrix air meter. Wife stated that the result was high. The customer reported symptoms of pain and yellowing of skin; wife stated that she would be taking customer to the ER. Wife had spoken with coordinator; coordinator transferred customer's information to technician who was unable to contact the customer. No further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value note: manufacturer contacted customer in a follow up call on 13-mar-2023 to ensure that the customers condition had improved able to establish contact with customer's wife who stated customer was not currently having any diabetic symptoms. Customer had been taken to the ER on (B)(6). Wife stated that husband skin was yellowing and his nurse was at the home and when she took his blood pressure, it was 79/40. Wife did not advise what customers blood glucose test result was when at the hospital. The diagnosis had been low blood pressure and anemia and wife advised that customer was given 2 bags of blood in the ER and when he was admitted, he was given another 2 bags of blood. The customer was discharged (B)(6) and wife advised that customer was given numerous medications. Wife stated that no additional blood tests had been performed using the true metrix air meter.

Manufacturer narrative:
Sections with additional information as of 26-apr-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.